Manufacturer narrative:
Concomitant medical products: product ID: 97792, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n517010, implanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
The consumer and manufacturer's representative reported that the patient experienced groin pain and lower extremity weakness post implantation of their implantable neurostimulator (ins). The patient's physician ordered a CT scan to rule out post-operative complications. On follow up, the results of the CT were unknown and that the cause of the issue was not determined but noted that it was not device related. The patient's pain was resolving at the time of report (almost resolved and they were receiving effective therapy. Later, the manufacturer's representative reported the patient was requesting an explant, but the reason for it was unknown. Additional information later reported the device was explanted and the original pain was resolved. Relevant medical history included spinal pain and post-herpetic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 64. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 60 minutes and the battery charged from 3.860v to 4.020v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count was 3. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2015.